Event description:
It was reported that the unit did not provide the 500 hours of usage, rather it provided a little over 200 hours of light when it was reported to have burned out during a case. Consumer account reports that there was no pt involvement and a procedural delay of about 5 minutes.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.